Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report. A detailed investigation was performed by an expert from the technical service: the defective intellicuff was returned to hamilton medical ag via rga 99595. The investigation confirmed that the root cause of this incident was a defective connector of the intellicuff pneumatic cuff. Due to a crack in the cuff the pressure in the balloon could not be maintained. The user exchanged the defective device. In this case there was no patient involvement but since the device had to be exchanged and the incident could have led to a deterioration of the patient's health the case was assessed reportable.

Event description:
The following was reported to hamilton medical ag: this event has been assessed as reportable. Rationale: hamilton medical ag received the following incident description: "broken pressure connector" what means that the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, has been broken off. This causes a leak in the circuit, preventing the pressure from rising. There is no patient involvement reported. No harm to any patient, user or third party has been reported.

Event description:
The following was reported, to hamilton medical ag: this event has been assessed, as reportable. Rationale: hamilton medical ag received, the following incident description: "broken pressure connector". What means, that the cuff pressure tube connector, which is located at the bottom of the intellicuff handheld housing, has been broken off. This causes a leak in the circuit, preventing the pressure from rising. There is no patient involvement reported. No harm to any patient, user or third party has been reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Initial report.